Event description:
It was reported that high pacing lead impedance was observed. Upon interrogation, high thresholds was also noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.